Event description:
It was reported that there was an issue related to filling the cartridge as noted in a customer's open text survey response. There was no adverse impact to the customer's blood glucose level mentioned. The customer declined any follow-up action, and no additional corrective actions were noted.